Event description:
The patient reportedly experienced loss of lock. External equipment has been exchanged. However, the problem has not resolved. Surgery to explant the patient's device will be scheduled.